Event description:
It was reported that the user received an insulin set expiration alert despite having changed the set the prior day and later experienced elevated blood glucose while using the ilet system. Symptoms included hyperglycemia with readings around 230¿245 mg/dl without acute distress. Outcomes included remote troubleshooting, user education on dismissing the expiration alert, guidance on pausing and disconnecting for showering, synchronization of reports, and verification that small corrective doses were being delivered. Investigation included review of uploaded device data and assessment of dosing activity relative to the announced meal. Investigation of this case revealed no device malfunction, with the elevation attributed to a larger-than-usual meal and early acclimation to the ilet, while the set-expiration alert was addressed through user action without recurrence. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-specific factors and normal algorithmic response during adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.